Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set adhesive did not stick to the patient during insertion. It was noted that the adhesive was not sticky enough. The patient's blood glucose was reported to be at 46mg/dl due to stress from the reported incident. To address the low blood glucose, the patient consumed 20 grams of carbohydrates, check her blood glucose 20 minutes later to make sure her blood glucose levels were coming up, and went back to sleep. No third party assistance was required and no permanent injury was reported. See MFR: 3012307300-2016-00557, 3012307300-2016-00558, 3012307300-2016-00559, and 3012307300-2016-00561.